Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2007 and a left total hip arthroplasty on (B)(6), 2008. Legal counsel for patient reports patient allegations of pain, loosening, implant migration, tissue reaction, bone/tissue damage and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6), 2009. All components were removed and replaced. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 7 of 8 mdrs filed for the same event (reference 1825034-2014-02225 / 02232).